Manufacturer narrative:
Air aspirated into the syringe during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the valve of the sheath was leaking. The patient's blood pressure dropped slightly. Constant pressure was required around the sheath valve to minimize the bleeding. After valve deployment, the sheath was removed to complete the procedure.